Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra smart meter displayed the error 2 message. The complaint was classified based on the customer care advocate's (cca) documentation. The pt reported that the error 2 issue began on the day before at 1:00 am. At an unidentified time and date after the issue began, the pt experienced dry mouth and shakiness. The pt received no medical intervention because of the reported product issue. The cca noted that the error 2 issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges she was unable to obtain a reading on the lfs product and later experienced typical symptoms of abnormal blood glucose level.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.